Event description:
Our office in (B)(4) received a report from a distributor that a female pt experienced chemical burns and later a diagnosis of a corneal abrasion with ocular pain, a burning sensation, redness and soreness after misusing oxysept 1 step disinfecting solution without the neutralizing tablets. The reporter indicates the disinfecting solution was sold without the neutralizing tablets and she did not read the directions; she used it as a multipurpose solution. She rinsed her eye and then sought medical treatment. Follow up with the treating doctor indicated that the eye was irrigated with saline, a corneal abrasion noted and chloramphenicol ointment prescribed. The doctor indicated the event was 'definitely' related to the (mis) use of the product. Visual acuity was 3/2.2 (20/25-1). Symptoms took longer than one week to resolve. The reporter declined to return the complaint unit.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Although the product was expired, chemistry eval results of retained unit from the reported lot were within specs. The retained product of kit lot ze03427 was visually inspected and contained all of the required component. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.